Manufacturer narrative:
Lot number and expiry are not available at this time. Investigation: the customer submitted two photographs to aid the investigation. The photographs show the interface through the viewport and the cassette and confirm the plasma in the connector is red and there is hemolysis. No obvious misassemblies, kinks, or occlusions can be observed in the provided images. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported the alarm 'cells detected in the plasma line in centrifuge' during a red blood cell exchange procedure. She described the plasma as being watered down and orange tinged. She said there was about 23 minutes till the end of the run and this bag of blood, bag #4, was about complete, 1800 mls total. No other problems before that happened. The physician ordered to try the next bag. She used the other spike for the next 2 units. The patient was discharged after the procedure. Patient weight is not available at this time. The exchange set is not available for return because it was discarded by the customer.

Event description:
The customer reported the alarm 'cells detected in the plasma line in centrifuge' during a red blood cell exchange procedure. She described the plasma as being watered down and orange tinged. She said there was about 23 minutes till the end of the run and this bag of blood, bag #4, was about complete, 1800 mls total. No other problems before that happened. The physician ordered to try the next bag. She used the other spike for the next 2 units. The patient was discharged after the procedure. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number and expiry are not available at this time. Investigation: the customer submitted two photographs to aid the investigation. The photographs show the interface through the viewport and the cassette and confirm the plasma in the connector is red and there is hemolysis. No obvious misassemblies, kinks, or occlusions can be observed in the provided images. The run data file (rdf) was analyzed for this event. Review of the relevant rdf does not indicate a conclusive root cause for the 4 occurrences of the alarm ¿cells were detected in plasma line from centrifuge¿. The first occurrence of this alarm happened at roughly 55 minutes into the procedure. In rbcx procedures, the system generates this alarm when the rbc detector signals are greater than 1.5. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hct was too low causing cells to exit through the plasma line, a shift in fluid balance that caused the actual patient hct to increase as the procedure progressed, or hemolysis may have occurred. To respond to this alarm, the operator should look through the view port to see the position of the rbc interface. If the interface is too high or there are swirls of platelets in the plasma it is recommended to increase the patient hct by 3 percentage points. If the alarm recurs, increase the hematocrit by 3 percentage points again. The operator may increase the hct this way up to three times for a maximum increase of 9 percentage points. The input patient hct directly controls the pump flow rates which control the position of the interface. The operator did not attempt to adjust the patient hematocrit per the recommendations from the alarm screen; increasing the patient hematocrit would only help if the patient¿s hematocrit was entered too low. Review of the aim images shows that immediately following the 4 occurrences of alarm ¿cells were detected in plasma line from centrifuge¿, the cell interface appears to have risen to the middle of the channel connector and remained there for about 4 minutes. Then once more rising to the middle of the channel connector at roughly 70 min. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not monitor or control the interface position during an rbcx procedure. Since the cell interface did not rise to the top of the channel connector, no interface alarm was raised. In rbcx, the cell interface should remain near to bottom of the channel connector. A higher cell interface in the channel connector indicates cells may have built up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. However, in this case the interface does not seem to be high before the first occurrence of the observed alarm. The dlog showed rbc detector signals steadily rose throughout the procedure between 1.0 to a maximum of 1.51. Since the signals reached and slightly surpassed the value of 1.5 the ¿cells were detected in plasma line from centrifuge¿ alarm was raised. A higher rbc detector signal generally signifies a darker color at the plasma line which in turn may indicate a greater cell presence. However, this detector signal cannot indicate what kind of cells are present in the plasma line and cannot confirm the occurrence of hemolysis. If hemolysis is suspected, it is important to consider if the patient condition may cause it and perform hemolysis testing to confirm. No clear root cause was found in the analysis of this dlog and relevant aim images. The rdf does not point to a root cause. Additionally, the optia device was found to be operating as intended and the likelihood of disposable set defect contributing is low. This is evidenced by successful disposable prime as well as the lack of inlet, return, and centrifuge pressure alarms prior to the first ¿cells were detected in plasma line from centrifuge¿ alarms and for the duration of the procedure. It is possible the alarm occurred due to patient blood physiology and diagnosis. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer submitted two photographs to aid the investigation. The photographs show the interface through the viewport and the cassette and confirm the plasma in the connector is red and there is hemolysis. No obvious misassemblies, kinks, or occlusions can be observed in the provided images. The run data file (rdf) was analyzed for this event. Review of the relevant rdf does not indicate a conclusive root cause for the 4 occurrences of the alarm ¿cells were detected in plasma line from centrifuge¿. The first occurrence of this alarm happened at roughly 55 minutes into the procedure. In rbcx procedures, the system generates this alarm when the rbc detector signals are greater than 1.5. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hct was too low causing cells to exit through the plasma line, a shift in fluid balance that caused the actual patient hct to increase as the procedure progressed, or hemolysis may have occurred. To respond to this alarm, the operator should look through the view port to see the position of the rbc interface. If the interface is too high or there are swirls of platelets in the plasma it is recommended to increase the patient hct by 3 percentage points. If the alarm recurs, increase the hematocrit by 3 percentage points again. The operator may increase the hct this way up to three times for a maximum increase of 9 percentage points. The input patient hct directly controls the pump flow rates which control the position of the interface. The operator did not attempt to adjust the patient hematocrit per the recommendations from the alarm screen; increasing the patient hematocrit would only help if the patient¿s hematocrit was entered too low. Review of the aim images shows that immediately following the 4 occurrences of alarm ¿cells were detected in plasma line from centrifuge¿, the cell interface appears to have risen to the middle of the channel connector and remained there for about 4 minutes. Then once more rising to the middle of the channel connector at roughly 70 min. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not monitor or control the interface position during an rbcx procedure. Since the cell interface did not rise to the top of the channel connector, no interface alarm was raised. In rbcx, the cell interface should remain near to bottom of the channel connector. A higher cell interface in the channel connector indicates cells may have built up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. However, in this case the interface does not seem to be high before the first occurrence of the observed alarm. The dlog showed rbc detector signals steadily rose throughout the procedure between 1.0 to a maximum of 1.51. Since the signals reached and slightly surpassed the value of 1.5 the ¿cells were detected in plasma line from centrifuge¿ alarm was raised. A higher rbc detector signal generally signifies a darker color at the plasma line which in turn may indicate a greater cell presence. However, this detector signal cannot indicate what kind of cells are present in the plasma line and cannot confirm the occurrence of hemolysis. If hemolysis is suspected, it is important to consider if the patient condition may cause it and perform hemolysis testing to confirm. No clear root cause was found in the analysis of this dlog and relevant aim images. The rdf does not point to a root cause. Additionally, the optia device was found to be operating as intended and the likelihood of disposable set defect contributing is low. This is evidenced by successful disposable prime as well as the lack of inlet, return, and centrifuge pressure alarms prior to the first ¿cells were detected in plasma line from centrifuge¿ alarms and for the duration of the procedure. It is possible the alarm occurred due to patient blood physiology and diagnosis. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state. * patient's medication and/or medical treatment. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to pinched return line resulting in rbc¿s exposed to pressure drop in return line. * hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line. The residual total risk is determined to be low. * hemolysis due to an occlusion in the tubing resulting in rbcs exposed to a pressure drop.

Event description:
The customer reported the alarm 'cells detected in the plasma line in centrifuge' during a red blood cell exchange procedure. She described the plasma as being watered down and orange tinged. She said there was about 23 minutes till the end of the run and this bag of blood, bag #4, was about complete, 1800 mls total. No other problems before that happened. The physician ordered to try the next bag. She used the other spike for the next 2 units. The patient was discharged after the procedure. The exchange set is not available for return because it was discarded by the customer.

Event description:
The customer reported the alarm 'cells detected in the plasma line in centrifuge' during a red blood cell exchange procedure. She described the plasma as being watered down and orange tinged. She said there was about 23 minutes till the end of the run and this bag of blood, bag #4, was about complete, 1800 mls total. No other problems before that happened. The physician ordered to try the next bag. She used the other spike for the next 2 units. The patient was discharged after the procedure. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number and expiry are not available at this time. Investigation: the customer submitted two photographs to aid the investigation. The photographs show the interface through the viewport and the cassette and confirm the plasma in the connector is red and there is hemolysis. No obvious misassemblies, kinks, or occlusions can be observed in the provided images. The run data file (rdf) was analyzed for this event. Review of the relevant rdf does not indicate a conclusive root cause for the 4 occurrences of the alarm ¿cells were detected in plasma line from centrifuge¿. The first occurrence of this alarm happened at roughly 55 minutes into the procedure. In rbcx procedures, the system generates this alarm when the rbc detector signals are greater than 1.5. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hct was too low causing cells to exit through the plasma line, a shift in fluid balance that caused the actual patient hct to increase as the procedure progressed, or hemolysis may have occurred. To respond to this alarm, the operator should look through the view port to see the position of the rbc interface. If the interface is too high or there are swirls of platelets in the plasma it is recommended to increase the patient hct by 3 percentage points. If the alarm recurs, increase the hematocrit by 3 percentage points again. The operator may increase the hct this way up to three times for a maximum increase of 9 percentage points. The input patient hct directly controls the pump flow rates which control the position of the interface. The operator did not attempt to adjust the patient hematocrit per the recommendations from the alarm screen; increasing the patient hematocrit would only help if the patient¿s hematocrit was entered too low. Review of the aim images shows that immediately following the 4 occurrences of alarm ¿cells were detected in plasma line from centrifuge¿, the cell interface appears to have risen to the middle of the channel connector and remained there for about 4 minutes. Then once more rising to the middle of the channel connector at roughly 70 min. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not monitor or control the interface position during an rbcx procedure. Since the cell interface did not rise to the top of the channel connector, no interface alarm was raised. In rbcx, the cell interface should remain near to bottom of the channel connector. A higher cell interface in the channel connector indicates cells may have built up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. However, in this case the interface does not seem to be high before the first occurrence of the observed alarm. The dlog showed rbc detector signals steadily rose throughout the procedure between 1.0 to a maximum of 1.51. Since the signals reached and slightly surpassed the value of 1.5 the ¿cells were detected in plasma line from centrifuge¿ alarm was raised. A higher rbc detector signal generally signifies a darker color at the plasma line which in turn may indicate a greater cell presence. However, this detector signal cannot indicate what kind of cells are present in the plasma line and cannot confirm the occurrence of hemolysis. If hemolysis is suspected, it is important to consider if the patient condition may cause it and perform hemolysis testing to confirm. No clear root cause was found in the analysis of this dlog and relevant aim images. The rdf does not point to a root cause. Additionally, the optia device was found to be operating as intended and the likelihood of disposable set defect contributing is low. This is evidenced by successful disposable prime as well as the lack of inlet, return, and centrifuge pressure alarms prior to the first ¿cells were detected in plasma line from centrifuge¿ alarms and for the duration of the procedure. It is possible the alarm occurred due to patient blood physiology and diagnosis. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process. A follow up report will be provided.